Event description:
It was reported that the cannon catheter was placed via right internal jugular vein in 2005. In 2007, while preparing the patient for dialysis therapy, the physician noticed a "jag" in the arterial connector of the catheter. A repair kit was sent to the customer. The connector was placed on the day before; however, it became unexplainably disentangled from the catheter the next day. On two days later, the catheter had to be excised. There was no other catheter placed. The patient expired in the evening of the next day. The patient died due to a cardiological problem and was not related to the catheter event.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.